Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide information received through follow up (b5) and an update to fields (b2, h4, and h6). Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and the root cause could not be determined. The event can be prevented by following the instructions for use which state: - reprocessing manual for cyf-5. Olympus will continue to monitor field performance for this device.

Event description:
The patient was treated with antibiotics and was not hospitalized. The customer did not provide specific bacteriology findings. One of the two patient's urine was negative, and the customer carried out the cystoscope check as a precaution (preventive action). It was additionally reported that the patients' difficulties may not have been related to undergoing cystoscopy.

Event description:
It was reported that a patient was infected, possible contamination. The patient underwent diagnostic cystoscopy and the procedure was completed. It was later reported that it was not contamination of the cystoscope. The findings from healthcare-associated infection (hmi) were negative.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.